Event description:
Pt awoke at 03:00 [redacted] and noted that his infusion pump was already empty. His 48 hr infusion pump was started [redacted]-2 days prior 13:50. Pt currently asymptomatic. Email sent to dosifuser rep, [redacted], to escalate the issue.